Manufacturer narrative:
Received one open list #cl-13, chemolock¿ bag spike with additive port; lot #5589734 and twenty new list #cl-13, chemolock¿ bag spike with additive port; lot #5589734. Twenty-one cl-13 bag spikes were returned of which eleven were confirmed to have various levels of excessive solvent residue that was visible at the bond between the distal end of the spike and the clear macrobore adapter tubing. The residue was inside the adapter tubing. The probable cause is excessive solvent applied during the manual bonding process. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event occurred on an unspecified date and involved a chemolock¿ bag spike with additive port that the customer reported the bag spikes are having white spot inside the tubing when the product is heat-sealed. There is no patient involvement and no human harm.

Manufacturer narrative:
The device has been received for evaluation. Investigation is pending. Lot no: plot - the lot number of the device that was in use is unknown. The customer identified a possible lot numbers (plot). The possible lot number is 5589734 (expiry date 09/01/2026, MFR date 09/01/2021).